Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) the patient presented to the hospital not feeling well. An ECG strip exhibited bradycardia less that the programmer base rate of the pulse generator. On (B)(6) the pulse generator exhibited intermittent capture, no patient symptoms were reported. On (B)(6) that patient presented for a follow-up and the intermittent capture was noted. The device was reprogrammed; the physician elected to continue to be monitored. No additional information was available at this time.